Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had scratched display window, cracked battery tube threads, scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's pump, high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 500mg/dl. The customer was treated with manual injections. The mother states the pump is working intermittently. The customer declined to troubleshoot and wishes to have the pump replaced per their endocrinologist request. The customer was advised the pump would have to be replaced and returned for analysis.